Manufacturer narrative:
E1: initial reporter address -(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water was performed, and it was noted that there was a leak at the first y-site clearlink. Priming was performed, and no defects were observed. The sample was left running for 24 hours by gravity simulating the usage process and no defect was observed. A psi water referee back pressure test was performed on all the clearlinks, and a leak was noted at the y-site of the first clearlink. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a clearlink continu-flo solution set with duo-vent spike it was observed that there was a leak from the y-site clearlink. There was no report of patient injury or medical intervention associated with this event. No additional information is available.